Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2015 the patient was admitted to the hospital due to type ii endoleak with aneurysm sac enlargement. The pre-implant measurement showed an aortic aneurysm maximum diameter of 55m, at the time point of hospital admission the aortic aneurysm showed a diameter of 65mm. On (B)(6) 2015 the patient was treated with an embolization of the lumbar branch vessels and intra saccular thrombosis. On (B)(6) 2015 the patient was discharged without any complications.

Manufacturer narrative:
On (B)(6) 2015, the patient was treated with an embolization of the lumbar branch vessels after supraselective catheterization of the right iliolumbar vessel. Aortography showed type ii endoleaks from left iliolumbar vessel and median sacral artery. Intrasac thrombin was injected and left lumbar vessel, median sacral and right lumbar vessel were subsequently embolized with interlock microcoils. No endoleaks were assessed after final aortography.

Manufacturer narrative:
The review of the manufacturing paperwork verfied that this lot met all pre-release specifications. Additional implanted device: contra lateral leg component: (B)(4) lot# 12590960.